Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The valve was visually inspected; no anomaly noted. The valve was hydrated. The device passed programming, occlusion, leak, and reflux testing. The siphonguard was removed and tested. No failures were found. The valve was dried and pressure tested. The valve passed the test. Review of the history device records was not possible as the lot number is unknown. Based on the results of the evaluation, no device failure could be identified. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via lp-shunt on (B)(6) 2017 (initial setting was unk). The patient got better and he/she was transferred to the site for rehabilitation. On (B)(6), a goodness of the patient¿s condition was confirmed by CT and he/she left the hospital in (B)(6). However he/she got hospitalized again because the condition became worse such as feverish and fever. When took a CT on (B)(6), the ventricle was larger, so changed the setting from 3 to 1 but there no changes with the situation. The chamber was punctured and the spinal fluid could be withdrawn. At the same timing, when contrast was also performed, but it did not flow distally from the valve, and the physician tried to pumping, but did not flow. The revision surgery was performed on (B)(6). The patient recovered. The patient¿s information was not available. The product will be returned to your site.